Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had defective catheters. Blood glucose value was 400 mg/dl at the time of the incident. The customer was not hospitalized and did not mention symptoms. The customer treated their high blood glucose value with the insulin pump and a manual injection. Troubleshooting was performed and discovered the cannula was bent. The device will be replaced and returned.